Manufacturer narrative:
This device has not been received for evaluation. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. A 2-year review of the product reporting database reveals no other, reports similar in nature, on the reported lot number.

Event description:
The customer reported a leak on the twist connector. This occurred before use.